Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 93 mg/dl at the time of incident. Customer stated that the arrow down button of the insulin pump was not responding. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive menu and right buttons due to corroded keypad trace. Unable to perform displacement test or selftest due to unresponsive keypad.